Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak and air bubbles anomaly. Troubleshooting was performed. Customer advised the reservoir leaked at the o rings and the reservoir had air bubbles. Customer was able to remove the air bubbles. Customer declined to return the reservoir for analysis.